Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was completed as planned. It was reported to philips that there is an issues with the collimator. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system collimator was getting stuck intermittently. On further troubleshooting, the philips field service engineer (fse) checked the system onsite and found intermittent loss of collimation. To resolve the issue fse replaced the collimator and carried out acceptance tests. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on same system as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's collimator was having issues, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.